Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the patient line of the hc set without pausing therapy. When hp returned they reconnected self to the setup and attempted to continue therapy. Tsc assisted hp in ending their apd therapy early. Hp completed their therapy manually. Per hp, no patient injury or medical intervention was associated with this incident.